Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the patient was administered inappropriate therapy/ shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.